Manufacturer narrative:
Device evaluation summary: one cadd legacy plus pump was returned for analysis. The visual inspection of the pump identified that the pump was in good physical condition with scratched screen. Functional testing included simulated use testing. The device was started in application and problems were found with the device double beeping with a cassette attached, which is causing the " no disposable" alarm. Customer stated issue was duplicated and confirmed. Problem source was identified as downstream sensor.

Event description:
Information was received indicating that smiths medical cadd-legacy plus pump gave pump alarming for "no disposable attached". It is unknown if the reported event occurred while in use with the patient.